Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint sample: complaint sample was not received for investigation. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw2762 lot t9051. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to processing of this incident lot. Retained sample evaluation: five retain samples of incident code nw2762 and lot t9051 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. All the individual as well as average needle pull-off values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: "snapped during e-repair surgery" please clarify: procedure name and date? Episiotomy repair is the surgery name. Procedure date: on (B)(6) 2021. Did the suture detach from the needle? - yes. Did the suture break? ¿ no. What tissue was being approximated or sutured when it broke? Perineum. Patient condition? Unknown. Note: event reported in 2210968-2021-07930.

Event description:
It was reported that a patient underwent an episiotomy repair on (B)(6) 2021 and suture was used on the perineum. During the procedure, the suture detached from the needle. The surgeon used another foil of suture to complete the surgery. There were no adverse consequences reported. No additional information was provided.